Manufacturer narrative:
H3 other text : device not returned to the manufacture.

Event description:
The manufacturer received information alleging that an inoperative alarm and circuit disconnected alarm occurred on a ventilator. In addition, the screen brightness was reported to change randomly . There was no harm or injury reported. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.